Manufacturer narrative:
Information references the main component and other applicable components are: product ID: 3093-33, lot# v750356, implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported that they have had severe back pain issues since (B)(6) 2016. It was stated that healthcare provider (hcp) believes it is arthritis and maybe a pinched nerve. The patient noted that they fell on ice 18 months prior to date notified, and was told that maybe the nerves on the implant side aren't responding to stimulation anymore. The patient was given a bladder sling and said that hasn't helped either. About six weeks before date notified the patient found out that 4 leads are broken. A system replacement is scheduled on (B)(6) 2016, and the hcp is going to test the other side as well. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.